Event description:
The manufacturer service technician reported the device was leaking fluid during a service evaluation at the manufacturer facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.